Event description:
Additional information received from a manufacturer's representative noted: he spoke with the clinicians regarding this patient and he was unable to obtain any further information. Stated the patient had received the eri (elective replacement indicator) notification but was not scheduled for replacement. The patient passed away before he received a replacement generator. Stated after talking with the clinicians it is highly unlikely that an autopsy was done. Stated the patient was being seen by their family physician at the time of passing so they had no access to information. Stated the clinicians don't know the cause of death. These events happened outside of their area, patient was not in the same city.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s wife additionally noted: my husband's dbs surgery was performed by dr. (B)(6) when dr. (B)(6) passed away, he was not seen again by a neurosurgeon. We inquired with the neuromodulation clinician if the patient should be seeing dr.(B)(6) (he assisted on the dbs) but no appointments were ever made. The patient did not see anyone after the fall of 2013 regarding his neurostimulator. The patient¿s wife felt her husband was not closely monitored. The patient¿s husband did not survive 48 hours after his battery failed. On 2016-6-17 the manufacturer's representative reported that they spoke with the nurse regarding this event again yesterday afternoon. This patient lived out of the city and passed away while out of the city. The program had no means or right to access autopsy report or medical records. The device in question reached normal eos due to normal battery depletion. Unfortunately, the device could not be replaced before depletion due to scheduling and capacity issues at this hospital. The nurse indicated the device was in no way d efective and was delivering effective therapy up until the point the internal battery was depleted. Clinic has not access to the device for interrogation or any further analysis. Additional information received on 2016-6-21 from the patient services representative in canada noted: she had not spoken to any physicians, only the patient¿s wife. The patient did contact a physician (dr.(B)(6) after his device depleted, before he passed away. This reporter was unsure if the patient met with the physician, or if they just spoke over the phone, but the patient was given medication in the form of a patch. A replacement had been scheduled, but this reporter was not aware which physician planned to do the procedure (though she did state it was not dr.(B)(6)). An autopsy had been performed; however, this reporter indicated she did not have a relationship with physicians, and it was not within her role to contact physicians to acquire the autopsy report.

Manufacturer narrative:
After further evaluation code was removed due to analysis result indicating the battery reached eos under normal conditions. Manufacturing site ID was corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# 0206143357, product type: lead. Product ID: 3389-40, lot# 0206143367, product type: lead. Product ID: 37085-60, product type: extension. Additional information determined that the correct manufacturing site for this event is site # (B)(4). Report source, foreign, references: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information previously reported in manufacturer's report # 9614453-2016-03450: a consumer reported via the manufacturer's representative (rep) there was a suspected battery failure as the patient woke up early on (B)(6) with a return of dyskinesia symptoms. The patient's spouse had a video of the patient from the (B)(6)because they were in such a bad state. The patient programmer (pp) was used and the end of service (eos) message was seen. It was noted the battery was five days away from three years. It was unknown if there were any environmental/external/patient factors that could have to the led to the battery failure. After this the patient's dyskinesia symptoms returned. It was noted the patient died two days after the suspected battery failure on the night of the (B)(6). After the patient died the hospital performed a neurological autopsy but it was an educational autopsy only. According to the neurologist/coronary the battery was not the cause of death. There was no mention of a battery replacement scheduled for the future, but it was noted surgical intervention was planned for (B)(6), but it hadn't taken place. The consumer requested to locate the neurostimulator for diagnostics. It was noted the issue was not resolved at the current time. Additional information will be reported in this report, manufacturer's report # : 3007566237-2016-02082. Additional information received from the manufacturer's representative noted that device implant date: (B)(6) 2013. Patient deceased: (B)(6) 2016. Wife reported battery stop working 2 days prior. Neurological autopsy per wife was performed. Regarding was the death thought to be related to the manufacturer's device or therapy, it was noted: patient's wife believed that it was due to premature battery failure.

Event description:
A healthcare provider (hcp) reported the patient's spouse told them the implantable neurostimulator (ins) battery failed. After the battery failed the patient had a return of symptoms and couldn't sleep. The patient was scheduled to have the ins replaced 10 days later (they tried to "squeeze them in one day earlier," but the night before they were supposed to have the ins replaced, they died at their home. The hcp was wondering why there wasn't a protocol or requirement to replace the battery right away when it failed. The hcp presumed, without knowing for sure, the death was a coronary event due to exhaustion from all the movement and lack of control that the patient was used to having from the deep brain stimulator (dbs), and therefore the death was related to the device. The hcp thought a regular and neurological autopsy were being conducted but wasn't able to provide details regarding this. To the hcp's knowledge the ins was not explanted or returned, but they weren't certain. The hcp was going to contact the patient's spouse to see if they would be willing to provide further details regarding these events.

Manufacturer narrative:
Final analysis of neurostimulator model 37601 (lot # nkm109658s) showed stim ins battery normal end of life, telemetry and output okay. The ins was received for analysis in an eos (end of service) condition. The ins had good telemetry and output when tested on the bench after resetting the eos bit so that the output could be turned on. A longevity estimate was done based on the programmed settings that the ins had when received for analysis. The estimate indicated an expected life of 2.42 years to eri and 2.67 years to eos. The ins had been programmed with upper amplitude limits of 6.0 volts for the left side and 7.5 volts for the right side and the amplitude could have been adjusted during the implant life. The parameter history indicates various settings were used within these limits during the implant life. During the first year the rate was higher at 180 hz versus 130 hz used after the first year. Longevity calculations using the historical settings were not significantly different and would not have significantly increased or decreased the expected life from this estimate that uses the settings of the ins as received for analysis. According to the trace report taken from the ins, the battery depleted to eri in 2.64 years ((B)(6) 2013 to (B)(6) 2015) and to eos in 2.99 years ((B)(6) 2013 to (B)(6) 2016). Based on the analysis information, this ins reached a normal eos condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.